Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg was no longer charging efficiently. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation revealed that the device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also noted that the ipg was no longer charging efficiently. The patient underwent an ipg replacement procedure and was doing well postoperatively.